Event description:
Related manufacturer reference number: 2017865-2025-27793. It was reported that the patient presented for a procedure. It was noted that the patient experienced discomfort due to phrenic nerve stimulation (pns) which was caused by the right ventricular lead and right atrial lead. Both leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event was ¿lead phrenic stimulation¿. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.